Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant procedure, the stylet could not be removed from the left ventricular lead. The lead was no longer used and a new lead was implanted. The patient tolerated the procedure well.